Event description:
It was reported that the patient was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Three days postoperatively, a stored untreated episode was recorded, with noise being oversensed. An x-ray was performed and confirmed that the lead is properly connected to the device. The episode is consistent with air entrapment in the seal plug. The plan is to have the patient return for a follow-up appointment, during which troubleshooting will be performed. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient was evaluated in the clinic. Provocative maneuvers were performed in an attempt to reproduce the previously observed noise; however, no noise could be reproduced. These findings support the hypothesis that the initial observation was related to air entrapment. An automatic sensing setup was subsequently performed, and the device selected the alternate vector with 1x gain. The device was reprogrammed accordingly. The patient will continue to be monitored. At this time, the device remains in service. No adverse patient effects have been reported.